Manufacturer narrative:
G4:04mar2021. B4:05mar2021. H10: the replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
It was reported that the ventilator had a navigation ring issue. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.